Manufacturer narrative:
This supplemental report is being submitted to provide review of the device history records (DHR) and investigation conclusion. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on reported information, the reported failure may be caused by the user's incorrect monitor settings. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: the equipment connected to the link connector is connected incorrectly. Set it properly as described in ¿output format tab¿ on page 123. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was not returned for evaluation. During the user call, the technical assistance customer support engineer assisted/guided the user through his cv-190 settings and found out that the user was using ¿printer out¿ to the computer for the endoscopy image and the user ¿printer out¿ output setting was set to hdtv rgb (high definition tv red green blue) instead of the sdtv (standard definition tv). When the user changed the setting to sdtv, the provation computer image was able to be viewed. The green color tint no longer present and issue was resolved. Based on troubleshooting findings, the likely cause of the reported issue was due to use error. The user was provided assistance and troubleshooting guide and once completed, the reported problem was resolved.

Event description:
It was reported that the device showed green color bars and unable to see provation image on the monitor. The issue occurred when the user was using his oev-191h monitor on the cv-190 video system. According to the reporter, the user conveyed that when he toggles to the video input from the computer on the oev-191h, the input was just a black bar. The problem was reported during preparation for use. There was no patient involvement on this report.